Event description:
It was reported to philips that the device is showing an ECG bias issue. The field service engineer (fse) evaluated the device and found it needed a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device is showing an ECG bias issue. There was no patient involvement.